Manufacturer narrative:
Evaluation results: inherent risk of procedure - (dissection). Evaluation conclusions: inherent risk of procedure - (dissection). (B)(4).

Event description:
During the index procedure, the patient was due to receive two endeavor sprint rx drug eluting stents in the rca vessel. Following implantation of the first stent a dissection occurred, the dissection was treated with another endeavor sprint rx stent successfully. Investigator indicated there was a definite relationship between the event and the study device. The second endeavor stent that was due to be implanted was deployed successfully with no complications. It is reported the patient recovered and was discharged on aspirin and clopidogrel.